Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The physician used a taxus express2 drug eluting stent to treat a lesion in an unknown vessel. Pos deployment, the delivery balloon was unable to be removed. The physician attempted several maneuvers to remove the balloon including reinflation but was unsuccessful. The guidewire, guide catheter and stent delivery system were removed as a unit. The stent remained in position. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. A similar complaints review could not be performed as the batch number is unknown. The cause of the difficulties experienced during the procedure could not be determined.